Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the centrifugal control unit display showed an error message "motor error" indicating that the centrifugal drive motor is not connected but a known good repair center test motor was properly connected. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed that "motor error" and the drive motor did not rotate with knob rotated. Membrane display and cable assembly needs to be replaced when parts become available. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.